Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The c503 analyzer serial number was (B)(6). A field service engineer (fse) did not find a cause for the event. The fse replaced the seals and nozzle tip. The sample probe was replaced and adjusted and all other adjustments were checked. The gear pump and main pump pressure were adjusted. The rinse levels were verified and customer maintenance was current. An instrument check and precision for a hardware check passed. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The field service engineer (fse) did not find a cause for the event. The fse cleaned the drippage from the covers and checked alignment and probe rinsing. Precision testing was acceptable. An instrument check was completed with no alarms. The instrument was operating within specification. Qc was acceptable. There is no indication of a reagent performance issue. There were multiple abnormal aspiration and sample short alarms noted on the date of the event near the time the samples were processed. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The c503 analyzer serial number was (B)(6). The sample probe was replaced. The investigation is ongoing.

Event description:
We received an allegation of discrepant high results for 45 patient samples tested for tina-quant hemoglobin a1cdx gen. 3 on a cobas c 503 analytical unit between (B)(6) 2024. The initial results were reported outside of the laboratory where the client complained. The repeat results were believed to be correct. Refer to the attached data for the patient results. Reagent lot 733771, expiration 31-oct-2024 was put on the analyzer on (B)(6) 2024. Reagent lot 765168, expiration 31-mar-2025 was put on the analyzer on (B)(6) 2024. Reagent lot 779801, expiration 30-apr-2025 was put on the analyzer on (B)(6) 2024.